Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed "unable - high offset" on the monitor. The customer was using the correct process and tried multiple cables and a different bedside module. The customer will have the cardiosave taken to biomed to have service check the output port. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: (4118/3233): a supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Updated fields: b4, e1(initial reporter, site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10 additional fields: e1(event site email: (B)(6)). A getinge field service engineer evaluated the unit and found the customer reported issue that they could not get output to their external monitor using the low-level bp output port on the cardiosave. They switched to a different cardiosave unit and it tested ok. Fse found that he could not get output from the ll bp port. If fse wiggled the connector he could get some data but nothing useable. Fse replaced the front-end board and completed a full calibration and system test. All tests passed to factory specifications. The main system batteries were fully discharge. The trained customer report will run a battery run test in the morning. Returned to the customer and released for clinical use upon completion of the battery run test.the defective components were received for further investigation. The nrc received pcb, front end with a reported unit failure of no output to external monitor low level bp output. The nrc performed a visual inspection and found the board to be in good condition. The nrc installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision q. The nrc took voltage measurements at the test points directed in the service manual and verified that the correct voltage 2.5 volts and waveform was present proving that the external blood pressure waveform circuitry is working correctly. All tests passed factory specifications. The nrc could not replicate the failure of not getting an external blood pressure signal. The board passed testing. Sending the board to the supplier per procedure number 0002-07-d008 rev. Aj. The failure analysis and testing dept. (Fat) received pcb, front end, rohs from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier could not verify the failure of no output to external monitor low level bp output. All test passed. The failure analysis and testing dept. Installed pcb, front end, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.